Event description:
The customer reported the unit was displaying a shock delivery malfunction error.

Manufacturer narrative:
(B)(4). The customer reported the unit was displaying a shock delivery malfunction error. The unit was evaluated at philips. The reported symptom was duplicated. The power, battery and therapy pca's were replaced to resolve the reported issue. Based on the available information we could not determine the exact cause since multiple pcas were replaced.